Manufacturer narrative:
(B)(4): it was reported that the patient underwent an unknown surgery on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and dyspareunia. It was reported that patient underwent anterior mesh resection; uterosacral vaginal vault suspension; anterior colporrhaphy; posterior colporrhaphy; mesh- (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01927. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 06/20/2017. (B)(4). It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced voiding dysfunction, urgency, urinary frequency, nocturia, urge incontinence, and urinary hesitancy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
Date sent to FDA: 08/01/2017 patient codes: (B)(4) - vaginal prolapse additional narrative: it was reported that the patient underwent revision excision vaginal mesh sling, harvest fascia lata graft from extremity, place urethral fascial sling, bilateral paravaginal repair and anterior colporrhaphy on (B)(6) 2016 by dr. (B)(6) due to stress urinary incontinence, vaginal mesh erosion, vaginal prolapse.